Event description:
Healthcare professional confirmed capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown. Information contained in this report was previously submitted through asr on 10/30/2001.

Event description:
Healthcare professional initially reported a right side capsular contracture baker grade unknown. Patient later reported a right side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional initially reported a right side capsular contracture baker grade unknown. Patient later reported a right side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture, baker grade IV, and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.